Event description:
A medwatch report was rec'd with the following event: paramedics responded for a 58 year-old male in cardiopulmonary arrest. The cardiac monitor was applied and indicated ventricular fibrillation. The defibrillator was turned on and showed low battery. The paramedic subsequently attempted to charge the unit to 200 joules. The unit failed to charge and subsequently shut off. Fire department arrived with a lifepak 300 within one minute of the first defibrillation attempt. The pt was then defibrillated and other resuscitation efforts were uneventful. The pt subsequently expired at the receiving hosp. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the use of the backup defibrillator.